Manufacturer narrative:
If the unit is returned for analysis, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed. No resulting adverse patient effects were reported and the date of explant not communicated.